Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties could not be tested/confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an unspecified lesion, a 2.75x12 mm rx nc trek balloon dilatation catheter (bdc) was advanced and the balloon could not be dilated as it was noted to be damaged. Reportedly, the device was prepped per the instructions for use without any issues noted. The protective sheath and stylet were removed without any resistance noted. Another unspecified bdc was used to finish the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.